Event description:
I've had an intraocular lens implant and I was very very pleased, but the only problem I have now is very severe back problem, problem with my spine. I take aleve for the pain, I also have chest pain but I don't know if the chest pain related to the surgery or the otc, aleve is causing it. I really do appreciate the surgery but I do not appreciate the back pain that goes along with it. Sometimes the pain is so uncomfortable I can't sleep at night. I know that drs try to make life better, but I also know that they should tell people the truth about the pain that goes along with it.